Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-00022. It was reported the patient experienced ineffective therapy. X-ray imaging confirmed migration of the right s1 lead. As a result, surgical intervention was undertaken on (B)(6) 2019 which lead migrated. Therefore, both leads will be reported.

Manufacturer narrative:
Correction: - related manufacturer reference number corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2020-00022.